Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 4 message. The complaint was classified based on the customer care advocate documentation. The cca documented that the patient takes insulin and adjusts her insulin dosage. Her specific insulin regimen was not provided. The patient said the product issue started at 7:30 am the day prior to contact. The next day at 8:30 am, the patient claimed to be shaky and have blurry vision. No treatment was documented. The cca walked the patient through attempting to retest with a new vial of test strips, and the error 4 issue was not resolved. This complaint is reported because the patient alleges the lfs meter displayed the error 4 message and afterward, she became shaky and had blurry vision. Her symptoms can be associated with abnormal blood glucose level.